Event description:
On approx (B)(6) 2008, the physician performed a procedure using the penumbra system (032 reperfusion catheter 032/separator 032). Lytic (tpa) and antiplatelet (integrilin) drugs and were administered prior to beginning aspiration. The physician successfully cleared the m1/m2 segments of the mca and noticed clot in one of the distal m3 branches. The physician switched to an 026 reperfusion catheter and placed the reperfusion catheter 026 in the m3 using a transend 014 wire. He infused add¿l tpa through the reperfusion catheter 026 prior to aspiration. The physician initiated aspiration over the transend 014 guidewire and then switched to the 026 separator. The physician indicated he was very distal in the m3 to where the m3 branch begins to curve in the area of the sylvan fissure. As he advanced the separator 026 back into the reperfusion catheter 026, he noticed extravasation. He removed the reperfusion catheter/separator and placed an sl-10 microcatheter into the m3 branch and placed a coil. The physician commented that he had the separator 026 out rather distal beyond the tip of the reperfusion catheter 026. Patient is reported as well but with residual aphasia.

Manufacturer narrative:
Method eval ¿as part of the investigation, the device history record for this lot was reviewed. See device eval summary for details. The device used during the procedure had been discarded by the hospital and is not available for return to and investigation by penumbra inc. As such, a DHR review as well as a labeling review was performed. The DHR review showed no anomalies during the production of this lot. All appropriate inspections were completed. Visual and dimensional inspection were completed. Visual and dimensional inspections were completed per process monitoring requirement or 100% inspection, where required. The parts manufactured in this lot met the required criteria and were deemed acceptable. The labeling review showed that the IFU for the penumbra system includes a clear cautionary statement that ¿administration of anticoagulants and antiplatelets should be suspended until 24 hours post-treatment. Medical management and acute post stroke care should follow the asa guidelines.¿